Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to the neck breaking off the stem. The stem (implanted 1997), liner and head (implanted 2011) were explanted. The cup remained in the patient.

Manufacturer narrative:
An event regarding revision involving a trident head due to fracture of an omnifit stem was reported. The event was confirmed. No product was returned however three photographs were attached. One photograph shows the explanted stem. Blood and bone ingrowth are visible on the stem. The stem is fractured at the neck. Two photographs of the explanted head were provided which show the fractured portion of the stem inside the head. Medical records received and evaluation: not performed as no medical records were provided. Product history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot referenced. The exact cause of the event could not be determined based on the information provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to the neck breaking off the stem. The stem (implanted 1997), liner and head (implanted 2011) were explanted. The cup remained in the patient.